Event description:
It was reported that the customer suffered a hypoglycemia episode on early hours. It was believed that an increased level of insulin was delivered resulting on her death. It was stated that a recent searching of data found that the insulin pump may have delivered an excessive amount of insulin if exposed to x-rays. It was stated that the customer was found dead on the morning hours by her parents at home. The ambulance was called who told the family that the customer had been deceased for some time. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The alarm clock and auto off alarm functions properly. Furthermore, the insulin pump had a cracked reservoir tube lip and a scratched display window. After testing it was concluded that the device operated within specs. Mfg report 2 of 2, medwatch report # 3004209178-2011-84218.